Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5081162) on 22-sep-2017. The most recent information was received on 19-nov-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated"), ectopic pregnancy with contraceptive device ("2014 ectopic pregnancy") and genital haemorrhage ("abnormal bleeding/ bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included sinus disorder nos. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro), ibuprofen and vitamins. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraine"), weight increased ("weight gain"), back disorder ("lower back problems"), multiple allergies ("allergies"), anxiety ("anxiety"), depression ("depression"), pelvic discomfort ("I have popping in my pelvic") and crying ("cried"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation and genital haemorrhage had not resolved and the ectopic pregnancy with contraceptive device, migraine, weight increased, back disorder, multiple allergies, anxiety, depression, pelvic discomfort and crying outcome was unknown. The reporter considered anxiety, back disorder, crying, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, multiple allergies, pelvic discomfort and weight increased to be related to essure. The reporter commented: patient currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. This case (B)(4) linked to case (B)(4). Discrepancy noted: essure device insertion date: (B)(6) 2004. ¿disability/permanent damage/ other serious (important medical event) was mentioned but not specified and/or assigned to one of the events.¿ diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils had migrated. Most recent follow-up information incorporated above includes: on 19-nov-2018: event added: severe migraine, weight gain, lower back problems, allergies, anxiety, depression, I have popping in my pelvic, cried. Reporter information was added. Concomitant drugs and condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.